Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment of liquid crystal display (lcd) being out of specification. It was also noted that the upper and lower cases were broken, the ring and side bail covers were broken and the ring bail was bent.

Event description:
It was reported the lower display was missing segments. The device was returned for service. No patient involvement or complications were reported.